Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "system messages displayed" (device displays error message). The nurse reported, system messages displayed during surgery. The system was rebooted and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the system messages reported. The footswitch was replaced. The system was then tested and met all product specifications. The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).